Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak at past 2nd o ring. The customer¿s blood glucose level was 113 mg/dl at the time of the incident. The customer was also reported that o-ring fell out with plunger when filled the reservoir with insulin. The customer was assisted with troubleshooting. The reservoir will not be returned for analysis.